Event description:
Patient was found by nurse, slumped in bed. She assisted him to a supine position, where upon he became unresponsive. She initiated emergency care, called a code blue. At that time, the nurse noted the right-sided double lumen hickman catheter was severed horizontally at the line junction site. The nurse immediately tied a knot in the residual line. The patient sustained a pea arrest, thought secondary to air embolism. Spontaneous return of circulation occurred after 10 minutes. The patient was transferred to the micu. At this time, the patient is being evaluated for possible neurologic injury secondary to anoxia.